Event description:
PICC line inserted in 2002. Bd 3fr inserted right cephalic. On event date, pt woke up 6am, found PICC line bleeding. Rn found a crack in line just below bd disc. Rn removed PICC line intact. No problems.